Event description:
Procedure: pneumothorax. Reportedly, the device was fired with neoveil, a suture reinforcement material made of bio-absorbable polyglycolic acid felt. During firing the handle locked then the device could not be fired any more. After that, the sulu disengaged from the instrument and the jaw would not open. The surgeon cut the tissue around the jaw and removed it together with the tissue. The tissue was treated with manual suturing.